Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unknown. According to the reporter: needle would not stay in jaws. No patient injury was reported. No tissue damage, and no delay in surgical time were reported. A new instrument was used to complete the procedure.